Event description:
The 54mm window trial became stuck and upon removal the threads where the trial and impactor mate were stripped. The straight screw driver shaft sheared off at the tip while screwing in the dome hole plug.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of by hospital. Additional information has been requested and if received, will be provided in the supplemental report.